Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and flickering in the image due to defective cable unit was found. The cable had a kink and was damaged. The manufacturing record was reviewed and found no irregularities. It was presumed that the cable unit failed due to the twisting of the cable, resulting in communication failure and image noise.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, it was found that the cable was twisted and image was flickering when touched on the twisted part. The color change was also observed during the flickering. The intended procedure was completed with another device. There was no report of patient injury associated with the event.